Manufacturer narrative:
Product analysis: analysis noted that the lower part of the display had several missing lines, the display is defective. Analysis also noted that one bail cover was missing, one bail was missing, on bail was bent, the upper case was broken and the ring attachment was missing. The epg also failed incoming tests for atrial sensitivity and atrial frequency response. The epg was scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator was returned to the company service department for regular preventative maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.